Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was implanted by the surgeon. During insertion, the spring wire guide (swg) could not be extracted after the balloon was inserted into the artery. The iab was then removed, and the iab could not be implanted into the patient after the traction guide wire was replaced. As a result, a new iab set was used successfully to complete treatment. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. The returned iab central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. Additionally, the returned guidewire was noted damaged. The root cause of the complaint is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was implanted by the surgeon. During insertion, the spring wire guide (swg) could not be extracted after the balloon was inserted into the artery. The iab was then removed, and the iab could not be implanted into the patient after the traction guide wire was replaced. As a result, a new iab set was used successfully to complete treatment. There was no report of patient complications, serious injury or death.